Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the right ventricular (rv) riata lead was capped 09 nov 2005 and replaced for unknown reasons.